Event description:
This ra lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2016. A call was placed to technical services on 04/22/2016 reported in which trying to interrogate device and getting noise on real time surface on the prm. Plugged into power strip, had plug into an isolated was outlet and everything cleared up. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).